Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon because the reported phenomenon was not duplicated. However, based on the report of olympus service operation repair center (sorc), omsc presumed there was the possibility this phenomenon was attributed to the following causes; -the internal board of the subject device might have been temporarily malfunctioned. -it might have been caused by the influence of other than the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was automatically turned off during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.